Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet received.

Event description:
It was reported that just after placement of the groshong catheter, medical solution could not be infused. Therefore, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that just after placement of the groshong catheter, medical solution could not be infused. Therefore, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. Caps were attached to both luer adapters and the sliding suture wing was fixed between the 35cm and 38cm depth markings. Microscopic inspection of the sample revealed abundant biological residue adhered within both valves. An attempt to infuse water through both lumens revealed them to be fully occluded, apparently by biological residues. Occlusion of both lumens was observed, and the occluding material appeared to be blood product accumulation/coagulation. It appeared that the occlusion was caused by improper catheter maintenance, resulting in blood product being left in both lumens. The product IFU provides guidance pertaining to proper catheter maintenance.